Event description:
A #8 foley catheter broke off distal to the balloon leaving remaining catheter within the bladder. This required cystoscopic retrieval of fractured tip of foley catheter with epidural anesthesia. The fractured tip was fully recovered with no adverse complications to the pt.